Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen on the device is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
E1 reporter phone number - (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00153. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The defective touchscreen was returned to philips for failure investigation. The technician performed failure analysis and verified the customer complaint. The touchscreen flex circuit failed the required resistance testing. The high out of specification resistance results are the reason for the touchscreen's misalignment issue and the reason for the confirmed touch screen accusation.

Manufacturer narrative:
The key market (km) reported that the customer approved the repair. The key market (km) reported that the touchscreen was replaced to resolve the touchscreen issue. H11: updated contact information, contact office entity, and manufacturing site. H10: all information from the follow-up report #2031642-2023-00153 has been transferred to this report.